Manufacturer narrative:
Additional information: b5.

Event description:
Additional information received indicated that the device was reprogrammed to resolve the event.

Manufacturer narrative:
PMA/510k: this product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, there were episodes of high ventricular rate (hvr) noted due to noise resulting in oversensing on the right ventricular (rv) lead. No intervention has been performed at this time, and the patient was stable with no consequences.